Event description:
A letter was received from the patient complaining that a hylamer liner implanted in 1995 was revised in 1999. The hospital was in tx. He is requesting a copy of report on the failed hylamer which was supposedly given to the sales rep.